Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on b)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to 2. The next during, on (B)(6) 2018, during the routine follow up, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and the mr increased to 4. On (B)(6) 2018, a second procedure was performed for treatment. One clip was implanted to stabilize the slda clip, thus reducing the mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to case circumstances. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.